Event description:
The hosp reported that during the coronary artery bypass procedure, the third heartstring seal was not hemostatic. The surgeon used a side biter clamp to finish the anastomosis. The surgeon had difficulty removing the seal halfway through the removal process. The sutures had to be loosened up to pull out the rest of the unraveled seal. No pt complications were reported.